Manufacturer narrative:
The customer was able to troubleshoot the leak with the help from the field service engineer (fse) over the phone. The customer found a leak from a cut in the black stripe I-beam tubing through pinch valve (vl46a). The fse guided the customer through the replacement of the I-beam tubing through vl46a, which resolved the leak and the instrument ran without leaks and all activities were verified according to the customer's established protocols. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a blue cleaner reagent leak of approximately 50ml from under a coulter lh 750 hematology analyzer during instrument shutdown. The leak was not contained within the instrument. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.